Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy after hiking up a hill. A device interrogation revealed atrial fibrillation (af) with rapid ventricular response (rvr) that was detected in a fast ventricular tachycardia (fvt) zone. The implantable cardioverter defibrillator (ICD) was reprogrammed for a detection rate increase, and the patient was also treated with medication. The ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.